Event description:
A hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure in early 2007. (Patient age and weight unknown). According to the complainant, during procedure, physician moved the scope and there was a fluid leak. Patient received cervical burn. Physician applied silvadine cream. There is no further information available regarding the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.